Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the sys hard drive and reloaded m4 software. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system was not booting up fully. Sys c-arm would stop booting at 5 arrows and workstation would not boot up. There was no report of pt injury.